Manufacturer narrative:
It was later confirmed by the account that the stent failed to cross the lesion only and that there was no stent deformation. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. Excessive force was not used during delivery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one resolute onyx rx coronary drug eluting stent failed to cross the lesion and stent strut damage was observed. No patient injury was reported.